Event description:
It was reported that a patient underwent a left total hip replacement procedure on (B)(6) 2025 and suture was used. During the process of suturing the incision with suture, the problem of pulling off suture needle happened. Changed to another one to continue the surgery, and the same problem happened again during suturing. Changed to a new suture to continue suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.